Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulation was going up by itself which started 2 to 3 days prior to the report. The patient had been reprogrammed the week or 2 weeks prior to the report. The patient was not using their programmer when the increases happened and they were not around any high source of electromagnetic interference. No falls or trauma were reported. When the patient was in for reprogramming they "put it just upright". The patient's legs felt really sore. This was okay after the reprogramming but over the 3 to 4 days prior to the report the patient's legs had been really sore. The patient's indication for use was spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.